Manufacturer narrative:
Article citation: g.g. Caputo, e. Vigato, e. Rampino cordaro et al., comparative study of patient outcomes between direct to implant and two-stage implant-based breast reconstruction after mastectomy, journal of plastic, reconstructive & aesthetic surgery, https://doi.org/10.1016/j.bjps.2021.03.058. The events of seroma, infection (unknown onset), and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, infection (unknown onset), and necrosis.

Event description:
Through journal article titled "comparative study of patient outcomes between direct to implant and two-stage implant-based breast reconstruction after mastectomy". The reported events were "hematoma", "seroma", "infection", "full thickness skin necrosis". The study was done on patients suffering from breast cancer which is not related to the device. The affected side is unknown. Status of devices is unknown.